Event description:
It was reported that caller experienced occlusion alarm and multiple occlusion events while using infusion set and cartridge on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery, reported no frequent or recurring occlusion issues, and no additional assistance was required, so technical support closed case.